Event description:
The customer reported that the reservoirs were leaking and had air bubbles. Troubleshooting was performed. The customer stated that they had seen insulin between the o-rings on one occasion. The reservoir did not have any bubbles when filled, but by the next day a large bubble appears and a film of air is visible near the plunger under the o-ring. It was unsure whether moisture or insulin was visible in the reservoir compartment.

Event description:
The customer reported that the reservoirs were leaking and had air bubbles. Troubleshooting was performed. The customer stated that they had seen insulin between the o-rings on one occasion. The reservoir did not have any bubbles when filled, but by the next day a large bubble appears and a film of air is visible near the plunger under the o-ring. It was unsure whether moisture or insulin was visible in the reservoir compartment.